Event description:
The customer reported that an 840 ventilator had a blank screen. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui cpu and backlight pcbs. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).